Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call that they did not have the set connected properly at the quick release all the way after a shower causing a high blood glucose. The customer¿s blood glucose level went from 297 mg/dl to 413 mg/dl. They declined to troubleshoot on the insulin pump and was calling for assistance with bolusing. They were assisted with doing a bolus. The device will not be returned for analysis.